Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. Consequently, the patient underwent surgical intervention on (B)(6) 2016 and the lead was revised. No additional information has been provided to the manufacturer.